Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. No date for surgery has been made available.

Event description:
In situ testing on the bilaterally implanted recipient indicated that the left side device was not functioning within specification. The patient's hearing is reportedly not affected. There were no problems reported for the device on the contralateral side. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. The stimulator housing has been found to be hermetic, with no micro-leaks. The other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The user's hearing was reportedly not affected. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing was not affected. There were no problems reported for the device on the contralateral side.